Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the computer resolved the issue. The system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacture for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the usb port had an anomaly and the keyboard connection failed. A different computer was used to resolve the issue. There was no patient present when this issue was observed. The issue occurred during replacing the computer.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that issue could not be replicated and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.